Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system exhibited a fault code (indicating shocking impedance over 150 ohms) during a follow-up examination.